Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The abdominal aortic aneurysm diameter was 10 cm. The vessel morphology was reported as the aortic neck was 32 mm to 34 mm in diameter at the renal arteries a short aortic neck, 8 mm in length. The patient presented emergently with nausea and vomiting to the primary care physician and the primary care physician referred the patient to the ER. The CT scan demonstrated that the aneurysm was 10 cm and the patient required emergent treatment. It was reported that the final angiogram revealed a proximal type I endoleak. The physician implanted a 36x36x49 aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related), unapproved use of device (short neck), user error contributed to event (short neck), device failure/lack of effectiveness related to patient condition (anatomy related).